Event description:
Additional information received from a healthcare professional on 2017-mar-13 reported yes the overdose was related to device and therapy. It was noted that a new deice was implanted by neurosurgery at same dose, but patient overdosed. The event was (B)(6) 2017. Diagnostics performed related to the overdose included vitals. It was noted that likely yes the overdose was resolved. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 2000 mcg/ml baclofen at 694.5 mcg/day via an implantable pump for intractable spasticity. It was reported that the patient was in the intensive care unit due to overdose. The pump was programmed to minimum rate mode. The event date was asked, but unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The weight of the patient was proivided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a business partner. It was reported that the patient's medical history included spastic quadriplegia. Concomitant products included "many [unspecified] medications." The patient initially started treatment with intrathecal baclofen "more than ten years ago" (relative to (B)(6) 2017). On (B)(6) 2017, shortly after the (B)(6) 2017 implantation, the patient was admitted to the hospital with an admitting diagnosis of lethargy. Many unspecified tests were performed. In addition to the previously reported overdose, the patient was also diagnosed with aspiration pneumonia, which was noted to be "clouding the picture," and sepsis. The managing physician evaluated/assessed the patient many times from (B)(6) 2017 through (B)(6) 2017. Treatment rendered as a result of the events was described as "pump decreased and slowly increased." On (B)(6) 2017, the patient was discharged from the hospital. No additional information was provided. In (B)(6) 2017, 4 days after new pump implantation, the patient was admitted with lethargy and initially overdose was suspected; however, the patient was found to have aspiration pneumonia and sepsis. The patient recovered; however, the etiology, course, and treatment were not reported. No further complications were anticipated/reported.